Manufacturer narrative:
(B)(4)- there is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of umbilical hernia. Additionally, there has been no allegation of device malfunction. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Because the exact event date was not reported, the umbilical hernia repair surgery date was recorded as (B)(6) 2017 .

Event description:
It was reported by the patient¿s peritoneal dialysis nurse that patient had an out-patient umbilical hernia repair surgery on (B)(6) 2017. The patient had had a pre-existing umbilical hernia condition before starting peritoneal dialysis. Patient had been on continuous cycler-assisted peritoneal dialysis (ccpd) for a couple of years (exact date unknown). Initially the hernia was small in size, but kept getting larger and finally required out-patient hernia surgery. Prior to surgery date patient had been performing ccpd. The patient missed treatment on the day of the surgery. The patient resumed ccpd after that.